Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 115, 109, 119, 121 and 122 mg/dl. The customer¿s expected fasting blood glucose test result is under 100 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the high results he had gone to the doctor's office on (B)(6) 2024. Customer stated that that doctor performed a blood test using their device and the customer's result had been 94 mg/dl fasting. Doctor had advised customer to get a lab test done; customer had gone to the lab on (B)(6) 2024 and customer's blood glucose lab test result had been 96 mg/dl fasting. Customer had performed a comparison test using the true metrix air and the result had been 109 mg/dl fasting. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 11/30/2025 and open vial date is one week prior to the call. The meter memory was reviewed for previous test result history: result 1: 115 mg/dl date: (B)(6) 2024 time: 9:03 am fasting. Result 2: 109 mg/dl date: (B)(6) 2024 time: unknown fasting. Result 3: 119 mg/dl date: (B)(6) 2024 time: 1:50 pm unsure. Result 4: 121 mg/dl date: (B)(6) 2024 time: 10:27 am fasting. Result 5: 122 mg/dl date: (B)(6) 2024 time: 9:15 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call on 07-aug-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products did not resolve the initial concern: internal report reference (B)(4).